Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('yes it's very painfull') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), insomnia ("yes only if I could sleep"), pollakiuria ("I am up every 15-20 mins to pee") and micturition disorder ("I am up every 15-20 mins to pee and that takes me about 10 mins to do") and was found to have weight increased ("I gained 65lbs"). The patient was treated with surgery (hysterectomy). Essure was removed in april 2015. At the time of the report, the pelvic pain, weight increased and insomnia outcome was unknown. The reporter considered insomnia, micturition disorder, pelvic pain, pollakiuria and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('yes it's very painful') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), insomnia ("yes only if I could sleep"), pollakiuria ("I am up every 15-20 mins to pee") and micturition disorder ("I am up every 15-20 mins to pee and that takes me about 10 mins to do") and was found to have weight increased ("I gained 65lbs"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, weight increased and insomnia outcome was unknown. The reporter considered insomnia, micturition disorder, pelvic pain, pollakiuria and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.